Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. This complaint pertains solely to the statement: ¿this is not the first time I've experienced problems with the dexcom g7.¿ the allegation does not indicate any serious symptoms or require medical intervention. The adverse information was documented under related file case (B)(4). Upon further review, it was determined that the patient¿s allegation does not meet the criteria for a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2025-312486 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
A voluntary MDR/medwatch report was received on 10/23/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. According to a report received via maude, it was reported that on or around (B)(6) 2025, the patient experienced a serious adverse event involving their insulin pump and dexcom g7 continuous glucose monitor (cgm). The insulin pump delivered an excessive amount of insulin based on an inaccurate cgm reading. Specifically, the cgm indicated a low glucose level, while the patient¿s actual bg was 180 mg/dl at the time. As a result of the incorrect cgm data, the patient received an insulin overdose, leading to a severe drop in blood glucose. The patient subsequently lost consciousness, fell, and sustained a head injury. Emergency medical services were required, and the patient was transported to the emergency room for evaluation and treatment. No additional details were provided in the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), voluntary MDR/medwatch report number mw5176564 diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.